Event description:
It was reported that the physician observed a balloon malfunction with an artificial urinary sphincter (aus).

Event description:
It was reported that the physician observed a balloon malfunction with an artificial urinary sphincter (aus).